Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "it was found that the size of the tube (7) and cuff (7.5) is different", prior to use on patient.

Manufacturer narrative:
Qn#(B)(4). An actual sample was returned for investigation. On visual inspection it was observed that the size of the tube is 7.0 meanwhile the printed size of the pilot balloon(cuff) is 7.5. Therefore, the defect will be addressed as wrong size printed on pilot balloon (cuff). The device history record for lot 40e23j3077 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The actual sample was found with different size of tube and the printed pilot balloon; therefore, this complaint is verified as manufacturing related caused. Based on the investigation, the defect involving different size of tube and the printed size of pilot balloon discovered prior to use on patient aligns with the complainant's report. The defect of wrong size printed on pilot balloon found indicates that the affected returned product did not meet the specifications. Consequently, this complaint is confirmed and verified as related to manufacturing. Further investigation and corrective actions will be addressed through a non-conformance (nc) process.

Event description:
It was reported that: "it was found that the size of the tube (7) and cuff (7.5) is different", prior to use on patient.